Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown pfna nail. Part and lot numbers are not available for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery with hardware removal was performed on (B)(6) 2012 due to a broken, unknown proximal femoral nail antirotation (pfna) nail. It was further reported that the patient remained mobile despite the broken nail and fracture (non-specified). The broken nail and associated unknown hardware were removed and the patient was revised to a new pfna construct including nail, blade, end cap, and locking bolt. It is unknown when the patient was initially implanted. Also see related complaint, (B)(4). This report is for one unknown pfna nail. This report is 1 of 1 for (B)(4).